Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02324, and 0001822565-2020-02327. Concomitant medical devices: articular surface fixed bearing cps right 10 mm catalog#: 42522601010 lot#: 62276807, unknown persona tibial tray catalog#: ni lot#: ni, unknown stryker cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision procedure due to loosening and poly wear. The cement had de-bonded from the femoral and tibial tray. Attempts have been made and no further information has been provided.